Event description:
Ventilator placed on nicu pt- it stopped working while connected to pt- the infant was bagged while ventilator was replaced. No adverse outcome to infant. The problem was with the blender which mixes oxygen & compressed air. The alarm alerted the nicu staff to the problem.